Event description:
It was reported by service report that the left siderail carrier and inner frame cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail assembly.